Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Note: device information has been requested.

Event description:
It was reported that the patient (finland) experienced paralysis in their leg during their drg trial. After the trial, the physician decided to leave the lead implanted with the permanent proclaim ipg. Patient will follow up with their physician.

Event description:
Follow up revealed that the patient's explant date was (B)(6) 2017.

Event description:
Follow up revealed that the patient's drg system was explanted the week of (B)(6) 2017.

Event description:
Follow up revealed that the patient is still having paralysis, however they are receiving effective therapy.